Event description:
It was reported that two days after implant of this right ventricular (rv) lead there were observations of oversensing. It was noted that the patient has an unusual large anatomy which kind of split the lead back out. The next day, a lead revision was performed and was successful. No additional adverse patient effects were reported.

Event description:
It was reported that two days after implant of this right ventricular (rv) lead there were observations of oversensing. It was noted that the patient has an unusual large anatomy which kind of split the lead back out. The next day, a lead revision was performed and was successful. No additional adverse patient effects were reported. This supplemental report is being as additional information was received that after the lead revision was performed, the patient was having subthreshold pacing in the right ventricular (rv) lead and the device was re-programmed. A review of device data also showed pacer spikes with no deflections with the patient experience a heart rate around 30 bpm or less. Technical services reviewed and found there high thresholds resulting in rv loss of capture however, the lv did have capture. Technical services discussed possible causes and recommended further evaluation of the leads. At this time, the rv lead remains in service. No adverse patient effects were reported.